Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure. An unknow time post-op, it was noted that the rods were broken. The patient underwent a revision surgery to remove the hardware. Currently, the patient's status is listed as good. No additional information is known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Evaluation of the returned devices found that the crowns are showing impactions due to tightening with a spinal rod. For one mas, the deformation is asymmetrical which is consistent with the transmission of flexural loads through the connection whereas the deformation is symmetrical for the other mas, consistent with proper tightening of the connection. The rod canal presents some contacts with the rod. The fracture is orthogonal to the rod direction and occurred at the junction with a setscrew. The fracture appearance is typical of fatigue damaging of the material with visible lines of rest across the section the posterior side of unbroken rod presents 4 marks (2 at each ends) coming from the tightening of the setscrews: 2 corresponding to the preliminary tightening and 2 corresponding to the final tightening after the correction maneuvers. The posterior side of broken rod presents 6 marks (2 at the end of the long rod portion and 4 at the end of the short rod portion) coming from the tightening of the setscrews: 4 corresponding to the preliminary tightening and 2 corresponding to the final tightening after the correction maneuvers. The anterior side of th e unbroken rod presents 4 contacts with the crown of the mas: 2 corresponding to the preliminary tightening and 2 corresponding to the final tightening after the correction maneuvers. The anterior side of the broken rod presents 2 contacts with the rod canal of the fas. The anterior and posterior sides of each rod present marks corresponding to the bending of the rods with a rod bender. All setscrews present worn surfaces at the flat bottom which are consistent with the tightening of the rods. The bottom surface and the thread of some setscrews present some scratches coming from the explantation. No pre-existing defects have been identified on the implants that could be responsible of the rod breakage. The rod shows typical metal fatigue damaging due to overload applied on the spinal construct.